Manufacturer narrative:
(B)(4) date sent: 08/26/2021 d4: batch # u5ez9j h6: component code = electrical and magnetic (g02) additional information was requested, and the following was received: the second device was attached to the anvil of the first device and was fired successfully. No quality issues were experienced with the second device and the procedure was completed successfully. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil. When the forward battery was installed, a green checkmark was not present, indicating that the device was not fired. The device would not fire throughout the firing range, confirming the experience. When the shrouds were removed, the motor connector was observed disconnected. When the motor connector was pushed to a fully seated position, there was some gap although it gained electrical continuity. The device was fired into a test skin with no issue. Further, inspection revealed conformal material inside the connector receptacle which prevented full seating of the plug. The cause was found to be masking on the proximal side of the receptacle that collapsed prior to conformal coating thus allowing conformal material to enter the receptacle. No conclusion could be reached as to what may have caused the damage to the flex circuit. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. 1. Could you please clarify if there were any patient consequences? The patient remained in surgery longer due to the event. The surgery was successfully completed with a second cdh29p stapler. It is unknown currently if the patient has any post-operative consequences. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown at this time.

Event description:
It was reported during a sigmoid resection, the surgeon utilized cdh29p in a colon resection to create the anastomosis. Surgeon attached anvil head to device trocar and confirmed the following multiple times - anvil shaft fully covered orange band on device trocar and was locked in place, battery pack was correctly installed, and device was backlit, the orange indicator was fully within the green tissue compression scale. After the red safety trigger was disengaged, the firing trigger was pulled but the device would not fire.